Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure a field service engineer removed drawer from station and extracted broken screws from drawer case and reinstalled latch catch, red lever, and new screws and put drawer back together. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system j55 - main drawer 3 won't close. The customer stated that the malfunction was occurred when the user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.